Event description:
It was reported that this pump was "dead" and "from what I understand it was a pump stall, a motor stall." The pump had been refilled on (B)(6) 2013. On (B)(6) 2013 a motor stall occurred and recovered on (B)(6) 2013. Another motor stall occurred on (B)(6) 2013. On (B)(6) 2013 a message occurred noting "stop pump period may exceed." On (B)(6) 2013, the second motor stall finally recovered. However, a third motor stall occurred later on (B)(6) 2013, which ultimately did not recover. The patient stated she did not have any procedures or anything since the refill. The patient was in the hospital and experienced diarrhea, vomiting and withdrawal symptoms. It was unclear as to when the withdrawal symptoms initially occurred; at the time of the motor stalls or a few days after (B)(6) 2013. The pump was then turned off and not intended to be replaced. The patient was reported to "currently been in afo" and administered oral medication but "it was still not covering it at this point." This pump system was used to delivery morphine.

Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).

Event description:
It was later reported that the patient "was fine and receiving effective therapy".

Event description:
Additional information received reported that the pump failed in the matter of three months after the pump went dry. The reporter felt that the pump should have been replaced then and that poor pump management/decision-making on the part of the hcp led to the pump failure, not a problem with the device itself.